Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the patient's femoral artery. Upon insertion of the iab through the sheath, the iab became stuck in the middle of the sheath. As a result, the iab and the sheath were removed. Using the same insertion site the md inserted another sheath and iab with success. There was no reported patient death or injury. Medical/surgical intervention was not required. The interruption in iab therapy was listed as 3 to 5 minutes. The patient outcome is listed as the patient "went to the unit."

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.